Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reports 7 alleged false positive sars results over seven days with a confirmed positive unknown clinc throat swab test performed on the seventh day. Unknown if symptomatic or asymptomatic. Report 5 of 7.